Manufacturer narrative:
The co rep replaced the display power supply. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit's display went blank. The pt was switched to another unit and therapy was continued. No pt injury was reported.